Event description:
It was reported that there was a separation between the female connector and main body of three (3) minicap transfer sets; further described as ¿the blue dark blue and light blue have come apart." This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: three (3) actual devices were received for evaluation. A visual inspection with the naked eye noted a separation between female connector and main body on two samples. One sample had no visual issue noted. A solvent bond/twist test was performed on the sample with no visual issues and there was no separation of components. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified for two samples. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.